Event description:
A (B) (6) male patient underwent aaa repair on (B) (6) 2007. The patient received a zenith main body, three zenith iliac legs and the procedure was completed without report incident. The patient was recently presented in to the emergency department with pain. Physician discovered type I endoleaks both proximal and distal of previously implanted zenith graft. Patient ruptured aaa and rupture involved vena cava. Physician performed aorto/caval fistula. Patient outcome is unknown as not provided by reporter.

Manufacturer narrative:
Event evaluation: still under investigation.